Event description:
Date of incident 23apr2026. It was reported that a part of a receiver and the dome became lodged in the user's ear. The user visited urgent care where the components were successfully removed. The user reported an infection on their ear following the incident and was prescribed antibiotics. No further follow up was reported. No further follow up is expected.

Manufacturer narrative:
Manufacturer's ref# (B)(4). Manufacturer's investigation: no device was returned to the manufacturer, hence no device history record review has been possible, as no serial number available. Clinical conclusion: it was reported that a part of a receiver and the dome became lodged in the user's ear. The user visited urgent care where the components were successfully removed. The user reported an infection on their ear following the incident and was prescribed antibiotics. No further follow up was reported. Clinical conclusion on the case is that, it cannot be ruled out that the infection was caused by the detached receiver. The clinical evaluation for the device family does evaluate receivers coming loose in the ear canal. This is identified in the risk analysis and mitigated through device design by ensuring a sufficient pull force. The user guide states to contact the hearing care professional (hcp) if a foreign object or wax is located in the ear canal to reduce the potential risk of harm as far as possible. There are no new clinical aspects (e.g. Unforeseen use or clinical conditions) discovered from this event. Therefore, it is concluded that the current clinical evaluation and risk/benefit conclusions herein are sufficient. As hearing aids will need to have skin contact, the risk of ear infection is present. Primary infections from hearing aids are not possible as hearing aids are made of non-biological material. However, the risk of infection in ears can increase with the use of hearing aids. Human skin is regularly contaminated, and daily handling of hearing aids increases the risk of transferring bacteria to the ears. In rare cases a fungal infection in the ear canal can develop. These infections have good circumstances in dark and humid environments and is typically seen in more occluded fittings (custom ear moulds/shells) where adequate air ventilation in the ear canal is prevented. Fungal infections can be treated with medical prescriptions and proper ventilation in the ear moulds/shells. If the fungal infection is recurrent, removing the hearing aid whenever it is not being actively used and cleaning the hearing aid can help prevent it. The user guide includes a caution that hearing aids should be cleaned daily to avoid skin irritation or infection from ear wax or other residue on the hearing aids. Hearing aids, by design, are meant to be worn in/on the ear and handled by the end user and hcp. Additionally, skin reactions can occur if improper cleaning supplies are being used on the devices. Some cleaning and drying products contain alcohol and chemicals that can cause skin irritation or allergic reactions. In addition, the chemicals can damage the material, potentially resulting in a raw surface that can lead to skin irritation from a rash. As the devices are physically touching the ear/ear canal there are risks of infection in cases where there was contaminated handling often devices or improper cleaning, should a detachable portion of the hearing aid (e.g., dome, wax filter) become lodged in the ear canal, or as, above, a damaged device causing cuts/scratches to the ear resulting in infection. Not cleaning hearing aids and/or ear molds at all or well enough can also in rare cases cause contamination resulting in irritation, infection or allergic reactions. Users of hearing aids are to be guided in how to maintain their hearing aids and information can also be found in user guides. This to minimize the risk of irritation, infection or allergic reactions. It is concluded that the benefit of wearing a hearing aid outweighs this risk. Risk assessment: risks related to objects getting stuck in the ear canal are generally known, considered in the risk analysis, mitigated and communicated to the user. The risk is deemed to be of an acceptable nature. Device investigation concluded: no device was returned to the manufacturer, hence no physical device investigation has been possible. Manufacturer's investigation is final. This is a combined initial and final report. This is a late report.